Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my removal on (B)(6) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("constipation") and was found to have weight increased ("I have gained over 50 lbs"). The patient was treated with surgery (tubes and the coils removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered constipation, medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: addition of ptc results product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my removal on june 19th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("constipation") and was found to have weight increased ("I have gained over 50 lbs"). The patient was treated with surgery (tubes and the coils removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered constipation, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media schedule my surgery, pain, constipation, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.